Event description:
User experienced ongoing issue with erratic ise results for two weeks. User provided two patient examples with discrepant results that occurred on (B) (6) 2010. Sodium results which occurred on (B) (6) 2010. Sample 1, initial sodium gave 118 mmol/l and this result was not reported. The sample was manually repeated on a radiometer abl 825, giving a sodium result of 140 mmol/l. This result was reported. Sample 2, initial sodium gave 108 mmol/l and was reported but rejected by the physician as spurious. The sample was manually repeated on the radiometer abl 825 giving a sodium result of 133 mmol/l. The results were corrected from 108 to 133 mmol/l. The patient's treatment was not affected. Patients were not adversely affected. Sodium electrode lot number was not provided. The field service representative found the sample probe was misadjusted. He performed vertical adjustment of the sample probe. To verify analyzer performance he ran a thirty cup precision study with results within specification. Customer ran calibration and controls.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.